Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface.

Manufacturer narrative:
H10 additional narrative:  product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> device history reviewed 26 november 2019. 0 non-conformances on this lot number. Final micro and sterility tests passed. 2760 units released. Lot expiry date: 31 october 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: (date of birth, age), event, catalog#, concomitant medical products, patient codes (no code available (3191) is used to capture the surgical intervention and medical device removal). Corrected: patient identifier. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received on 17 jun 2019 were reviewed to identify patient harms/product issues on (B)(6) 2019. The patient underwent a right knee revision due to pain and tibial tray loosening at the cement to implant interface. The femoral component and patella component were not revised. Four depuy cement products were used during the primary operation. Awareness date is (B)(6) 2019. Doi: on (B)(6). 2016 dor: on (B)(6) 2018. Right knee.